Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu/erbe) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the customer reported complaint. The erbe was placed on an in-house system and was run in normal mode. Erbe error c-34 was reproduced.

Manufacturer narrative:
Based on the claim against the product by the customer noting the system had monopolar coag firing issue, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe to resolve the reported issue. An isi did not receive a da vinci product to perform failure analysis. Therefore, the root cause of the alleged customer reported failure mode has not been determined. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error c-34 which stated as high frequency voltage too low in on state related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following event: it was alleged that the system had monopolar coag firing issue. The fse replaced the erbe to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had monopolar coag firing issue. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to change energy cord and put it in to another slot. The customer confirmed issue is same even after changing energy cord. The tse suggested to reboot the integrated electrosurgical unit (iesu/erbe) and check neutral pad too. The customer confirmed issue is same after rebooting of erbe. The customer swapped the instrument in other arm too but issue was same. The tse suggested to check with force triad if they have or check with new instrument, still the issue persisted. There was no patient injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.